Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted by a field service technician at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted by a field service technician at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.